Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 206 mg/dl. It was stated that the customer was found unconscious on the floor prior to being hospitalized. The caller was unable to troubleshoot at the time of the call, but she stated that the customer felt the insulin pump was not alarming or functioning properly. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.